Event description:
It was reported after all the drilling was completed; the bolt broke off when attempting to remove the bolt. The aculoc2 plate is unknown. The surgery was completed with no delay and there were no adverse patient consequences reported. This report is related to report number 3025141-2023-00419 for the locking bolt involved in this event.

Manufacturer narrative:
The reported plate was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the bolt was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The acu-loc® 2 vdr t-guide locking bolt (part number 80-0682, batch number 567137) and tip was returned for evaluation. The returned bolt was examined with magnified photography. The tip of the bolt was broken; the part has separated into at least two fragments. The main body's tip terminates with a fracture surface that was oblique/angled to the device's axis. This fractured surface was located between where the threaded region of the tip would normally be and the .010 radius transitioning to the portion of the body with reticle/ce/batch marking. This fracture occurred across a thin-wall cannulated region of the device and is jagged/sharp with pitting; there is no evidence of necking near edges (i.e. No ductility) and there were no regular occurrences of progression/beach/seashell marks (i.e. No signs of fatigue). Portions of the jagged fracture edge seem almost bent. The broken-off threaded region exhibited fracture surface phenomena similar to the main body. The sharp/jagged nature of the fractured surface was more visible on the split-off tip than the main body. The returned device and broken tip were measured indicating no material was missing. The observed characteristics of the fracture as noted (perpendicular to device axis, lack of ductility/necking) would potentially indicate the device may have experienced a torsional brittle failure mode. Observed brittle failure in torsion most commonly occurs due to events where large and/or sudden torques are applied to a device. Pure brittle torsional failure results in a fracture plane perpendicular to the axis of the device; if the fracture plane is oblique/angled to the device's axis, this may suggest that off-axis loading was potentially applied to the device while it was being torqued. The combination of torsion and off-axis loading may increase the chances of instrument breakage. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.